Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they did not experience retention prior to the device and initially stated that catheterization was unknown if it was the 'standard of care' prior to the device and then later stated that it was. Patient stated that retention has not worsened as a result of the therapy but they have to go to the bathroom very often.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's representative reported that the patient has been leaking more and if they increase stimulation the patient stops going to the bathroom. Caller said the issue has been getting worse for maybe 5 months. Patient representative said they have tried increasing and decreasing stimulation but have not tried changing programs. Agent reviewed therapy information and general programming guidance. Caller stated that they were not with the patient during the time of the call, but would change the programs when they are with them. When asked about managing healthcare provider (hcp) the caller stated that the hcp they were seeing retired and referred them to a new hcp that is not very familiar with the device. Agent sent caller an email with physician listings and quick guide on how to change programs.